Manufacturer narrative:
H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H11: manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient refractive surprise. The lens explanted and the problem resolved. The cause of event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).